Manufacturer narrative:
One used cadd-legacy® 1 ambulatory infusion pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. A review of the event history log confirmed the occurrence of the reported error. The reported error was able to be duplicated during simulated use testing. The most likely cause of the alarm was determined to be a faulty downstream occlusion sensor. A root cause for the occlusion sensor could not be determined. The complaint was confirmed.

Event description:
It was reported that a cadd-legacy® 1 ambulatory infusion pump experienced a "double beep, no cassette" error. The pump also had screen damage. No injury was reported.